Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found a foreign matter from the suction channel. The forceps channel was found clogged. Additionally, the following findings during device evaluation were noted below: rubber adhesives found chipped. Leakage on the eyepiece was observed . Image guide found crushed. Scratches found on illumination lens and angle is insufficient. The bending angle is insufficient due to the elongation of the angle wire. Based on evaluation findings, the customer reported issue was confirmed as the image guide was found crushed, illumination lens found with scratches and insufficient angle was observed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported an issue of the image is hard to see and there is no light. The issue found during an unknown event. There is no patient involvement associated on this event reported. No user injury reported. Device return evaluation determined a foreign matter from the suction channel. This report is being submitted for a foreign matter found from the suction channel during device evaluation.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 02-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 23 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to insufficient or incorrect reprocessing of the device by the operator. It is suggested that the operator receive instruction on the method of handling regarding usage environment, reprocessing and so on. Olympus will continue to monitor field performance for this device.